Manufacturer narrative:
Device evaluation- the lens was returned dry in a lens case/vial. The lens was received in a glass vial, stuck on the bottom; filled vial with bss to be able to remove it. Visual inspection found lens optic split and haptic torn and broken. Unable to perform dimensional inspection due to lens split. Claim# (B)(4).

Manufacturer narrative:
Lens removed and exchanged on (B)(6) 2019. Patient code: 3191 - secondary surgical intervention, lens exchange. Claim#: (B)(4).

Manufacturer narrative:
Unk. This product is not marketed in the us. (B)(4). Word order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -5.50/5.0/019 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (b)() 2017. Lens rotation was observed, repositioning surgery was on (B)(6) 2017 and then again on (B)(6) 2017. On (B)(6) 2018 the surgeon observed the lens had rotated again. It is reported that the surgeon will remove the lens and exchange with a longer length lens (B)(6) 2019. If additional information is received a supplemental medwatch report will be submitted.